Event description:
A device reported a service message during maintenance. There was no pt involvement.

Manufacturer narrative:
Summary: review of the device's electronic history file indicated that the device was attached to a simulator and that the device indicated that a shock was required. As the device began to charge, the shock was cancelled. Testing performed has been unable to reproduce the error mode reported and the investigation remains open. Results code. The actual device has been evaluated. Testing performed has been unable to reproduce error mode reported. No conclusions can be made at this time. The investigation remains open.